Event description:
It was reported that the after the patient was tripped by a dog and fell and the leads were fractured. The patient was feeling sore at the back. X-ray revealed that the patients leads migrated which resulted having high impedances and inadequate stimulation despite reprogramming. The patient underwent a lead replacement procedure and was doing well postoperatively. The explanted device will not be returned.

Manufacturer narrative:
Patients exact age is unknown; however, it was reported that the patient was over the age of 18. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2218700, model: sc-2218-70, serial: (B)(4), batch: (B)(4).